Event description:
Info received indicates the foot hi/low function is drifting down overnight.

Manufacturer narrative:
After replacing the foot hi/low up and down valves, and the foot hi/low cylinder, the tech found the issue remained. He replaced the hydraulic manifold to repair the bed.